Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that the lifevest may be contributing to patient's pre-existing condition. A patient reported that she was oozing from her chest tubes, and that her physician was concerned that the lifevest may be interfering with her healing. There is no indication of serious injury. The medical outcome of the reported irritated area is unknown.